Manufacturer narrative:
Date of birth: the patient was born in (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a leak from an unspecified location during use of a homechoice cassette; further described as "liquid were on the machine table and floor". This occurred during use of the device for peritoneal dialysis therapy. No leakage from the bags or drainage bag was reported; all existing clamps were closed. The patient was given antibiotics for prophylaxis treatment. There was no report of patient injury associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the sample was received for evaluation in an opened pouch. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including an underwater pressure test was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.